Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were sand holes at the distal end of the catheter. After placed in the patient, the catheter was found leaking fluids from these sand holes when being flushed.